Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was provided for investigation but does not reflect the alleged device. Confirmation of the complaint could not be determined. Probable cause cannot be determined. No additional patient or event information is available.